Event description:
It was reported that during a robotic-assisted thoracoscopic wedge procedure, with a possible right upper lobe lobectomy, the handle of the device was unable to be squeezed appropriately. This caused the jaws of the reload to remain stuck on the lung tissue. Additionally, the reload experienced firing issues, with some staples being partially deployed and white pushers visible, indicating a partial fire. The surgeon was eventually able to open the jaws. A new handle and a purple 60 reload were opened and used to complete the resection. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was loaded into a representative instrument. The interlock was overridden. The reload was cycled without hesitation or binding and was applied to test media. All staples were placed and test media was cleanly transected. The issue was resolved by failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the staplers. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. It was reported that the handle of the device was unable to be squeezed appropriately. This caused the jaws of the reload to remain stuck on the lung tissue. The product analysis noted evidence that the device was not used as intended. The deformed clamping mechanism may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circu mstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The investigation found the unreported failure did not cause or contribute to the reported condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic-assisted thoracoscopic wedge procedure, with a possible right upper lobe lobectomy, the handle of the device was unable to be squeezed appropriately. This caused the jaws of the reload to remain stuck on the lung tissue. Additionally, the reload experienced firing issues, with some staples being partially deployed and white pushers visible, indicating a partial fire. The surgeon was eventually able to open the jaws. A new handle and a purple 60 reload were opened and used to complete the resection. No patient complications were reported as a result of this event.

Manufacturer narrative:
D10 concomitant medical products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p4k1381) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.